Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. The patient was admitted to the hospital due to a fall. Imaging took place to evaluate the patient for the fall and an incidental finding of large thrombus was observed on the closure device. The patient was restarted on oral anticoagulation.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. The patient was admitted to the hospital due to a fall. Imaging took place to evaluate the patient for the fall and an incidental finding of large thrombus was observed on the closure device. The patient was restarted on oral anticoagulation.